Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: two expired product kits from the hospital were used with one patient during a 4 level kyphoplasty case. There were no product issues during the procedure. The case was completed successfully and the patient is doing great. No additional information was reported.